Event description:
I felt ill on friday evening, (B)(6) 2024. I took a government issued home covid test saturday, sunday, and monday. All three showed negative. I thought it was bronchitis, until my husband became ill on monday. I went to my doctor on tuesday, (B)(6) 2024. I tested positive for covid, and flu b. Tuesday evening, I took a 4th government issued home covid test. It came back negative again, after my testing positive at the doctor office. All 4 covid tests have an expiration date, but with extended "good" dates accordingly to the website. Reference report: mw5162116, mw5162118, mw5162119.